Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor-quality image. Investigation results the exalt model d scope was not returned; however, a media analysis was performed based on a photo provided by the complainant where it shows the image is blurry. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event was confirmed. According to the media analysis performed, it was found that the display showed poor quality image. The investigation findings and all information available concludes the most probable root cause is a cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
It was reported that and exalt model d scope was utilized during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for treatment of stones. During the procedure, the physician noticed fluid ingress creating a honeycomb appearance on the exalt screen. The physician attempted to complete case with the exalt device however had to switch to olympus. The procedure was completed with a different device. No patient complications were reported as a result of the event.